Manufacturer narrative:
On 22-may-2024, mentor received additional information about the event: patient details were reported (dob, race, and ethnicity). Updated contact information was reported. The implantation date is (B)(6) 2017. The event date is 01-apr-2023. The suspect medical device is a mentor memorygel breast implant 590cc gel breast prosthesis, catalog #3505590bc, lot #7402439, serial #(B)(6), UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The report device information is for the patient¿s left breast prosthesis. It has still not been specified if the rupture and capsular contracture were in the left breast or right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2025, mentor received additional information about the event: it was reported that bilateral rupture of the breast prostheses was diagnosed via MRI. Additionally, MRI results diagnosed migration of the right breast prosthesis into the axilla. The following additional unexplained systemic symptoms were reported: bilateral shooting pain, anxiety, and asthma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with unspecified mentor gel breast prostheses developed capsular contracture (baker grade unknown) in one of her breasts post implantation. Additionally, it was reported that mammogram results diagnosed rupture of one of the patient¿s breast prosthesis. The side of breast (left, right, or bilateral) was not specified for the capsular contracture or the rupture. Lastly, the patient developed some unexplained systemic symptoms, including a blood clot, passing out, excessive vomiting, and migraines. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of the patient¿s two breast prostheses.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).